Manufacturer narrative:
(B)(4). Batch # m54e4z. The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge pan separation was noted during visual inspection. The returned and test cartridges were loaded and removed without any difficulties during testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge had a difficulty in being loaded into the device. Eventually, the same cartridge was loaded into the another like device and used to complete the case without problem. After the operation, it was found that the cartridge pan came off and was left in the jaws. There were no adverse consequences to the patient.